Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on the pump. Customer is unable to see the bottom half of the pump touch screen due to the shattered screen. Customer's blood glucose was 139 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.